Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient a "blood detected" alarm occurred. It was also reported that there was no indication of a leak and that all connections were secure. The customer turned the iabp pump off and waited 10 seconds and restarted the iabp without any incident. There was no adverse event reported and no patient harm was reported.

Manufacturer narrative:
Three (3) good faith effort (gfe) attempts were made to the customer to obtain additional information on this record. No response has been received. If information is received we will report accordingly.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient a "blood detected" alarm occurred. It was also reported that there was no indication of a leak and that all connections were secure. The customer turned the iabp pump off and waited 10 seconds and restarted the iabp without any incident. There was no adverse event reported and no patient harm was reported.